Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issue (clip open while locked) could not be confirmed during return device analysis. Additionally, a knot was observed in the lock line which likely resulted in the reported difficulty removing the lock line. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to the reported event. All available information was investigated and the reported difficult removing the lock line was due to the observed knotted lock line; however, a definitive cause for the knotted lock line and the reported mechanical issue (clip open while locked) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was positioned. The clip grasped the leaflet, and the clip was locked and closed. However, there was resistance when removing the lock line. It was suspected a knot was in the mid part of the lock line. A decision was made to remove the gripper line first. Next, troubleshooting was performed but the lock line could not be removed. The clip had opened at this time; therefore, the clip was not implanted and the cds was removed. The procedure continued with a new cds. Two clips were successfully deployed, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.